Event description:
The patient was in prone position for 14 hour spine surgery on the jackson osi table. Extra padding placed around bony prominences. The patient was positioned by surgeon and operating room (or) staff. After surgery, the patient sustained serious deep tissue injury in 11 locations on the body, including across the anterior chest/torso, bilateral thigh and groin areas, bilateral shins, and heels.